Event description:
It was reported that the patient had a 10% increase in dosage due to rigidity during physical therapy. During the next session, the patient heard a "pop" in her back and experienced later that evening pain in her back, difficulty urinating, stiffness, leg spasms, disorientation and her ears were popping. The patient went to the emergency room at the direction of the hcp due to possible "overdose". An MRI was taken to check to evaluate the back pain. The pump was not checked following the MRI and the patient was experiencing return of symptoms and increased leg rigidity. The patient's spouse believes the patient has been experiencing withdrawal symptoms. The pump was explanted and replaced. No device troubleshooting was performed prior to replacement. The patient recovered with sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.